Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical file indicated all three segments as low level, no correlation shockable wave forms. While the rhythm visually resembled a high rate qrs, the na and average peak-to-peak amplitude were too low to be considered a normal sinus rhythm (nsr). The rhythm also recorded a high rate, low normalized amplitude with a high number of peaks detected. These characteristics were the main contributors for the final determination of "shock advised". While it is possible that the patient was exhibiting a form of pulseless electrical activity (pea), the analysis algorithm analyzed all the necessary waveform characteristics and evaluated shockability as designed. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.